Manufacturer narrative:
Siemens healthcare diagnostics has confirmed that dimension vista® ctni sample diluent (ctni sdil) lot 7bda34 may have an incomplete slit on the septum in the cap of the vial. A diluent cap with a defective septum has the potential to cause erroneously elevated results if a sample is autodiluted onboard the dimension vista system, due to a reduced volume of diluent being pipetted from the vial. Ctni sample diluent (ctni sdil) is used for dilutions of samples exceeding the analytical measurement range with the dimension vista® cardiac troponin I (ctni) flex reagent cartridge. Urgent medical device recall, vc-18-04.a.us dated 21-mar-2018 and urgent field safety notice vc-18-04.a.ous dated march 2018 were issued to customers who had been shipped dimension vista® ctni sample diluent (ctni sdil) lot 7bda34 to inform them of the issue.

Event description:
A discordant elevated cardiac troponin I (ctni) result was obtained on a patient sample on the dimension vista 1500 instrument. The result was reported to the physician. The original sample was repeated and a lower result was obtained. A corrected result was reported. There are no known reports of patient intervention or adverse health consequences due to the discordant elevated ctni result.